Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. Investigation found that the scu was communicating intermittent and leds on communication port are turning in amber color. After replacing with other scu the system was performing properly. The hardware investigation found that reported event was related to a software failure mode; component configuration / firmware failure mechanism.

Manufacturer narrative:
Correction: medical device report (MDR) # 1723170-2017-02340 follow-up 1 was submitted in error and should be disregarded.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The polaris spectra system control unit (scu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect scu has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a communication error was occurring intermittently between the positioning sensor unit (psu) and polaris spectra system control unit (scu) when attempting to integrate a microscope onto the navigation system. No additional information was provided. There was no patient present when this issue was identified.